Event description:
Patient reported "I think my left breast implant is broken. I have discomfort/pain and it feels cold inside like a liquid cold." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "my left breast implant is broken" (rupture).